Event description:
A customer reported that the footswitch did not communicate with the vitrectomy probe. The event was detected during the calibration of the system. No system message was displayed.

Event description:
Additional information was provided informing that the event occurred during calibration/startup activities. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. However, how or when the part became nonconforming cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).